Event description:
Over infusion. Bio med reports over infusion, does not have more information, call placed to reporter to collect additional information. Reporter called back and verbalized "approximately 70 cc over-infusion, unsure if it was a pump error or user error, they checked for leaks in tubing, there was none, nothing leaked onto floor." Denied pt injury. Follow-up obtained from the reporter: there were no pt injuries associated with the event. They were infusing the medication versed with a volume of 50 ml to be infused at a rate of 7 ml/hr. At some point the infusion rate had been lowered and the pump infused half of the bag within a one hour time frame.

Manufacturer narrative:
Investigation results: the reported complaint for the pump over infusing was not confirmed. Per review of the log the pump was set to infuse a primary bag with a volume of 99.9 ml at a rate of 7 ml/hr. The piggyback function was selected to infuse a volume of 100 ml at a rate of 200 ml/hr. The piggyback bag was turned on to infuse and completed 30 minutes later. When the piggyback bag had completed the pump turned over to infuse the primary bag. The pump functioned correctly. The primary bag and piggyback bag infused the correct volumetric accuracies relative to the time infused. The pump functioned as intended. Volumetric testing: 3x volumetric's of 120 ml/hr and 10 ml tested in specification: 1st test: 10.1 ml or 101% of expected volume; 2nd test: 10.0 ml or 100% of expected volume; 3rd test: 10.1 ml or 101% of expected volume. Preventative maintenance on the pump was performed.